Event description:
Questionable failure or defect of right hip prosthesis. History of pt fall and breakage of prosthesis at neck stem junction. Question as to whether prosthetic broke and led to fall, or if fall caused prosthetic to break.